Event description:
It was reported that the patient presented remotely for a remote follow up via merlin.net with a left ventricular lead that exhibited high pacing impedance due to suspected conductor fracture. No interventions were made. The patient was in stable condition.

Event description:
New information received noted that the patient had an x-ray performed on (B)(6) 2022, which did not confirm lead fracture. However, insulation anomaly was confirmed. No interventions were made or reported.